Event description:
Patient had epithelial ingrowth status/post lasik surgery on (B)(6) 2011. Flap lift and scrape was required on (B)(6) 2011. Complication was resolved.

Manufacturer narrative:
(B)(4), evaluation: conclusion - no evaluation was performed on the equipment as the event occurred on (B)(4) 2011 and abbott medical optics (amo) was not made aware of the event until (B)(6) 2012. However, a review of the service history shows that there are no further reports of epithelial ingrowth on the system since the event date. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.